Event description:
It was reported that the patient was not satisfied with his malleable penile prosthesis because one side migrated and would not reach the distal glans. The patient underwent surgery and the device was replaced with an inflatable penile prosthesis (ipp). There were no patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.